Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had not used the ins in a long time but that they have kept up with charging. The patient noted that they fell 'a few months ago.' The patient tried to charge a couple days prior to the report and could not communicate with the programmer and recharger. The patient's last recharging session was 1-3 months ago. The patient was redirected to their hcp to address the possible overdischarge. No patient complications were reported.